Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported off no power anomaly from the insulin pump. The customer stated that they changed to a new battery after 8 hours. The customer stated that the pump alarmed off no power 8 times with the wrong battery.